Event description:
During evaluation of a returned spectrum pump, the number 3 key on the keypad was found to function intermittently. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the number 3 key on e keypad was found to function intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.